Event description:
It was reported by the patient, that following the implant of her sparc sling, "the sling slipped, tore, embedded itself into (my) urethra and calcified causing multiple and frequent urinary tract infections. The sling had eroded from the right side of the urethra and caused moderate obstruction of the mid-urethra." The sling was removed and patient underwent urethroplasty. The patient complains of worsened incontinence. No further patient complications were reported in relation with this event.